Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that the zxr00 23.0 diopter iol was explanted on (B)(6) 2017 from the patient's left eye. There was no incision enlargement, no vitrectomy and no patient post-op injury reported. No further information was provided. Explant date: if explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
It was noted that the lens was planned to be explanted on (B)(6) 2017, however, the explant has not been confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient, who had a bi-lateral symfony lenses implanted, that she is experiencing several symptoms. Patient also has some posterior capsular opacification (pco) on the left eye. Patient vision is out of focus, she sees concentric rings all day and the lights at night glow. She also sees shimmering images and needle sharp rays of light. Her distance and near visual acuity is poor; for near, her vision sharpens if she uses a pair of +4.0 diopter readers. The physician stated the patient has dry eyes; however, the patient is hesitant on using the bottle of systane on the recently operated eye because of all the other drops she was already using. The patient also experienced being sea sick and woozy. Through follow-up with the doctor, it was confirmed that the lens is planned to be explanted. This report will capture the lens implanted on the left eye and separate MDR report will be filed for the right eye.